Event description:
A customer reported a cgm error, specifically error 42, related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the customer through the process. After the reset, the cgm error did not occur again, and the customer successfully started a new sensor session.